Event description:
I had repair of enterorectocele with apogee mesh in (B)(6) 2008. Since that time, the mesh has eroded through the posterior vaginal wall and I am experiencing pain, bleeding, infection, fever, painful intercourse, urinary problems, bowel problems, and recurrent organ prolapses. This mesh has caused me significant pain and suffering and great financial hardship. In addition, this defective product has caused my marriage to suffer due to lack of intimacy with my husband. And, I have missed many important social functions and family holidays due to the pain and other side effects. These side effects and dangers were never explained to me prior to my surgeries. Is it possible that this defective mesh has also caused my degenerative problems in my spine and pelvis? I am now looking at more surgery to have this mesh removed. Please do something to stop this product from being used in any other women. It has ruined my life! Reason for use: enterorectocele and sui.